Event description:
It was reported that during a photoselective vaporization procedure for benign prostatic hyperplasia, the fiber began forward firing. This fiber was used at 107450 joules for 22 minutes. A second fiber of same device was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection identified the fiber was received with 2 fiber cards, one of which likely belongs to the fiber that was used to complete the case. Data from both fiber cards indicated that the fiber was not expired, it was recognized by the console, and it fired. Microscope inspection identified that the tip has a distal circumferential fracture. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of physical breakage/separation/detachments along the length of the fiber body and tip. Functional testing to verify the forward firing output rate showed is below the threshold for potential patient harm. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to glass/metal cap misalignment due to glue failure, including distal circumferential fracture. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg to 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the reported event. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization procedure for benign prostatic hyperplasia, the fiber began forward firing. This fiber was used for 107450 joules and 22 minutes. A second fiber of same device was used to complete the procedure. There were no patient complications.